Event description:
It was reported that the device reached elective replacement indicator (eri) and has possible premature battery depletion. The left ventricular (lv) lead stopped capturing one year after implant. The device was explanted and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-52 implantable pacing lead: (B)(6) 2008. A 5076-58 implantable pacing lead: (B)(6) 2008. (B)(4).